Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on a pt sample. Customer was running immulite 2500 stat troponin in duplicate and the duplicate result was a discordant high positive. The suspected discordant result was not reported to the physician. No indication of pt treatment administered. Pt treatment was not altered and there was no report of adverse health consequences due to the high discordant stat troponin assay result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that there are no known cause for the discordant stat troponin result. No further eval of the device is required. The instrument is performing within specifications.